Event description:
It was reported that the patient was not getting an adequate pain relief, despite the reprogramming that was done. The patient underwent a device explant procedure. The explanted implantable pulse generator was not returned. No further information has been obtained despite good faith efforts.